Event description:
Thirty seven months after undergoing multiple cypher stents placement, the subject developed an episode of thoracic pain after effort. The pain goes away at rest (+/- 1 hour). One month after this episode, the pt was hospitalized for angina. The stress test was negative for angina, but positive for ischemia. The results of the angiography were as follows: the left main was patent, the circumflex was 100% occluded, the rca was patent, but had a 30% lesion at the pre-crux, the proximal lad had a 75% in-segment restenosis at the proximal edge of the previously implanted stent and a 30% restenosis on distal edge of previously implanted stent. The 75% restenosis was type b1, no calcification, no thrombosis. The lesion was treated by implantation of new cypher stent (crs 13300). The procedure was successful. Subject was discharged in good condition and was advised to have regular controls.

Manufacturer narrative:
Additional information indicated that the stents were placed in the following areas: the first stent, crs 3x18mm (r0403840) was deployed in the lad proximal at 12 atmospheres. The second stent, crs 2.50x13mm (r0203701) was deployed in the mid lad at 14 atmospheres. The third stent, crs 2.5x13mm (r0203701) was deployed in the apical artery at 12 atmospheres. The next stent, crs 3.50 (r0303658) was deployed in the intermediate artery at 14 atmospheres. The final stent, crs 3x23mm (r0403702) was deployed in the mid rca at 18 atmospheres. All the stents were successfully deployed. No further information was available. The male pt with a history of stable angina class 3, hypertension, diabetes, hypercholesterolemia and smoking (stopped in 1975) underwent the implantation of 5 cypher stents. During hospitalization, the pt experienced elevated troponin levels, an allergic reaction, pulmonary crepitus and elevated hepatic enzymes. Approximately 39 months post-implant, the patient is hospitalized due to exertional angina. Repeat angiogram revealed restenosis of the 3.0 x 18mm stent placed in the proximal left anterior descending artery (lad) and the 2.5 x 13mm stent placed in the mid lad. The lesion in the mid lad was treated with another cypher stent and the patient was discharged in good condition. Indication for the initial procedure is angina ccsii. Lesions treated with stents included the lad (2.5 x 13mm, 2.5 x 13mm and 3.0 x 18mm), the intermediate artery (3.5 x 23mm) and the mid right coronary artery (3.0 x 23mm). The safety and effectiveness of the cypher stent has not been established for treatment of long (>30mm) lesions. The proximal circumflex and the right posterior descending artery were treated with balloon angioplasty. The lad was described as a type b, concentric lesion. The only procedural details provided are stent deployment pressures; all of which were at or below rated burst pressure (rbp) except one stent placed in the om that was above rpb. The stents remain implanted and are not available for analysis. Restenosis is a known potential adverse event associated with coronary stent placement. Based on the limited information, patient and procedural factors may have contributed to the reportable event of restenosis. There is inadequate information surrounding the other events to determine what factors could have contributed. This is the first of two products involved with this adverse event, which is associated with mfg report #9616099-2006-01240 and 9616099-2006-01626.